Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer displayed a loss of communication message when attempting to launch the analyzer mode of operation using the returned analyzer. When using a known good analyzer the analyzer mode of operation functions as expected. Analysis also noted that the latch tabs on the power cord door were broken, the system fan was noisy, there were white specks on the right side of the display, the front display bezel was cracked, and the right antenna failed a functional test. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed the message "warning-loss of communication" while attempting to open the page for the analyzer. The programmer also displayed the message "programmer has lost communication with the analyzer". The user selected end session and the message was displayed again. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.